Manufacturer narrative:
Event summary: a clinical issue was encountered during this case. Data file analysis could not confirm the alleged clinical or noise issues. Catheter 2af284 / 55166-78 was not returned for further investigation. In conclusion, a clinical issue was encountered during this case and the catheter was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a sound occurred and the vacuum was stopped after the balloon catheter, coaxial umbilical cable, and the electrical cable were connected with the enable vacuum button pressed. The coaxial umbilical cable was reconnected without resolve. The balloon catheter was replaced with resolve. After catheter was advanced in the left atrium for additional ablation, the patient's blood pressure declined rapidly. Pericardial effusion and tamponade were confirmed and pericardial drainage was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, after the cryo catheter was advanced in the left atrium for additional ablation, the patient's blood pressure declined rapidly. Pericardial effusion was confirmed and pericardial drainage was performed. The procedure was aborted, however, the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.